Event description:
The complainant alleged that during routine testing by a biomed there is no display when the device is powered on. The complainant indicated there was no pt involvement with this reported malfunction.